Event description:
It was reported that a spectrum iq pump was infusing cytarabine (290ml over 4 hours at 72.5 ml/hr) and the pump was found to have "air in line" with approximately 15 minutes left until flush (13ml left remaining on infusion). The primary infusion completed and prompted for flush, 7ml programmed to flush. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported issue of "air in line" was not reproduced. The device was tested for air in line with passing results. A review of the event history log identified multiple air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified however the ultrasonic sensor values were found in range. No device correction is required. Should additional relevant information become available, a supplemental report will be submitted.